Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
Under a fluoroscopy, the clinic is unable to confirm a leak. However, when the patient to the clinic, the band is empty. The source of the leak remains unknown.